Event description:
It was reported that during treatment of a cto in the sfa, the recanalization catheter became subintimal. The device was then difficult to advance, causing a loop to form in the proximal segment of the occlusion. After activation, the catheter could not be removed from the guidewire; therefore, the devices were removed together. A small dissection was then noted in the proximal segment of the occlusion, which was treated with the placement of two stents and balloon angioplasty.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. The sample has been returned to the MFR for eval. The investigation is currently underway.